Event description:
It was reported that a user was unable to attach the infusion connector to the pump despite the cartridge being seated flush, and a dry-run attachment attempt with customer care was unsuccessful. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on blood glucose control, no hospitalization, and no alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the device did not accept the connector as intended, consistent with a connector-to-pump interface issue. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface difficulty.